Event description:
It was reported that when attempting to print from an ar-3200-0030 nano console to an arthrex printer, the printer would not respond, even with appropriate updates.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based on the information provided, including communications in (B)(4), the most likely cause for the reported failure can be attributed to a error in user settings.